Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the console displayed mid:09 (air trap assembly) error messages" was confirmed during functional testing and the system's event log data review. The root cause of the mid:09 error was the defective air trap sensor block due to an overflow of saline into the console's air trap holder, likely attributed to user mishandling. During device inspection, dried saline traces were observed on the air trap sensor block. No documented complaint was found for a leaking start-up kit (suk) reported by this customer. No physical damage was observed on the thermogard console during visual inspection. The system's event log data was reviewed and revealed multiple mid:09 (air trap assembly) error messages on the customer's reported event date, confirming the reported complaint. During functional testing, the thermogard xp ivtm system displayed a mid:09 (air trap assembly) error message, confirming the reported complaint. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard xp ivtm system (s/n (B)(4) displayed mid:09 (air trap assembly) error messages. The customer tried to dry the console's air trap holder and the sensors, but the issue persisted. The customer did not provide further information regarding the details of the treatment. The patient's status information was requested, but the customer did not provide a response.